Event description:
While the patient was being lifted, they shifted their weight and allegedly fell forward out of the sling onto the floor. This alleged incident resulted in sutures to their head and knee. The consumer was also using an invacare sling.